Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The other relevant components include: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter.

Event description:
Information was received from a consumer via a manufacturer representative on 2017-jan-25 regarding the patient's implanted infusion pump containing lioresal (2000mcg/ml at 398mcg per day using flex dosing). The indications for use included intractable spasticity and cerebral palsy. The patient's medical history included cerebral palsy. It was reported that during a routine refill in (B)(6) 2016, clear fluid seeped from the needle site after the procedure. The patient's mother questioned whether the seepage was normal, and a catheter dye study was performed. Pooling of contrast medium was noted on a lateral view of the pump pocket. No signs or symptoms were noted. A catheter exploration/revision surgery was scheduled for (B)(6) 2017, but was cancelled due to psoriasis exacerbation at the surgical site. The surgery was to be scheduled, and the issue was considered unresolved. The cause(s) of the contrast medium pooling and clear fluid at the needle site were unknown. The patient's status at the time of report was noted to be alive - no injury. Upon review of pump logs, no abnormalities were noted.

Manufacturer narrative:
Analysis of the catheter identified tearing/ circular coring in the cup of the sutureless connector (sc) consistent with the tip of the connector on the pump, and a leak was identified at the connector during pressure testing. Result code and conclusion code no longer apply. Code applies to the catheter pump connector (B)(4). Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device was operating within specifications, medtronic modified the specifications making this the closest code available with respect to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative on 2017-apr-21. The catheter pump connector was replaced; it was indicated that the reason for removal was a gradual loss of therapy. The device was used in the patient and was intended for treatment. There was no patient death related to the event. It was indicated that the patient recovered without sequela.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
No further complications were reported or anticipated.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on (B)(6) 2017. It was reported that the pump pocket was opened and copious clear fluid resulted. 1.5ml of clear fluid and bubbles were aspirated into a 3ml syringe. The healthcare provider injected preservative free normal saline into the catheter access port and noted fluid dripping at the pump connector site. The catheter pump connector was replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.